Event description:
Locking plate was discovered to be broken. It was removed and replaced with a different type of sternal closure device.

Manufacturer narrative:
The hospital informed kls martin l.p. That the plate was not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.